Event description:
A caller reported that the pump's quick bolus or wake button was difficult to press and often required multiple tries to activate the screen. There was no adverse impact to the customer's blood glucose level as a result of this issue. The customer received instructions from technical support to firmly press the center of the button, but the issue persisted. Consequently, the pump was scheduled for replacement, although it was not under warranty, and the customer was advised to continue using the current pump until the replacement arrived.